Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, d9, h3, h6. Laboratory analysis summary: the device related to the reported event of rupture and capsular contracture was received on december 04, 2024 with lot number 2070778. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.